Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with hiccups. Device interrogation revealed, the right atrial (ra) lead exhibited muscle stimulation, failure to capture, and loss of sensing. The physician elected to deactivate the ra lead and program the device to vvi. The patient would continue to be monitored. The patient was stable.